Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited multiple atrial episodes depicting an oversensing anomaly. No patient symptoms were reported. No further information was available.

Event description:
New information reported stated that as of august 4, 2015 no further occurences of inappropriate mode switches were noted.

Manufacturer narrative:
(B)(4).